Manufacturer narrative:
The device was received, the investigation could not be completed, and no conclusion could be drawn, as product is entering the complaint system. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported there was no patient harm and the patient status was reported as fine post-operatively.

Manufacturer narrative:
Device was used for treatment, not diagnosis. A product development investigation was performed. The received instruments were confirmed due to the damage of the inner shaft. Manufacturing documents of both devices were reviewed and no complaint related issues were found. This event did lead to the damage of the inner shaft. During this evaluation a function test with the outer shaft and the trail implant was performed and the devices were functional as required. Based on that a product related issue at the trial implant can be excluded. It is also likely that the mentioned jamming was caused during the insertion of the cage when the angle of the applicator to the sagittal plane was below the recommended 10 degrees. Additionally an over-rotation of the cage (more than 90 degree relative to the sagittal plane) eventually caused a jamming of the t-pal cage to the applicator. In this relation, the t-pal technique guide can be mentioned: maintain 10 15° between the applicator handle and the sagittal plane during implant insertion. The exact root cause of this complaint cannot be defined due to the damage of the inner shaft. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device is an instrument and is not implanted or explanted. The complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. (B)(6). Investigation could not be completed and no conclusion could be drawn as no device was returned. Device history record review: manufacturing site: (B)(4) - manufacturing date: june 3, 2016. No non-conformance reports were generated during production. Review of the device history record showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes (B)(4) reports an event in the (B)(6) as follows: it was reported that a patient had a transforaminal posterior atraumatic lumbar (t-pal) cage inserted during a surgical procedure on (B)(6) 2016. However, the surgeon was unable to remove the applicator shaft following cage insertion. After a few unsuccessful attempts, the surgeon removed the applicator and the cage together. The process was then re-started with the use of an alternate applicator shaft. The procedure was successfully completed on this second attempt. The procedure was extended approximately five (5) minutes. It was noted that the issue occurred two (2) other times recently. Those issues have been captured in and reported under separate complaints ((B)(4)). Concomitant device(s) reported: t-pal applicator outer shaft (part: 03.812.001 / lot: 9751114 / quantity: 1) and t-pal applicator knob (part: 03.812.004 / lot: 9877536 / quantity: 1). This report is 2 of 2 for com-(B)(4).